Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the atrial lead exhibited episodes of inappropriate automatic mode switch due to failure to capture. It was also noted the atrial lead exhibited p-wave amplitude variation and varying impedance. The atrial lead was reprogrammed on 12 aug 2022. The patient was stable in condition and asymptomatic.